Event description:
The plaintiff, alleges that on march 12, 2000. Plaintiff was diagnosed with severe latex allergy. Plaintiff has sustained severe and permanent injuries, has endured pain and suffering, disability and disfigurement, loss of normal life, loss of ability to enjoy life and incurred medical expenses and loss of earnings, which are permanent.